Event description:
It was reported that the pump showed a motor stall had occurred and the pump tubing set error messages were seen on the programmer. The patient had an MRI on (B)(6) 2006 and according to the logs, the motor stall message occurred then. It was noted that the "messages apparently cleared when the pump was updated" on the day of report. The caller was concerned that they were still there since the MRI had bee a few weeks prior. It was later reported that the patient had heard an alarm and thought it was their roommates phone alarm. The patient did not know it was their pump that was alarming. The patient had gone into withdrawal. The pump was replaced. The pump system was delivering morphine, prialt, clonidine and fentanyl. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).